Event description:
The customer was admitted as an inpatient to a hospital for low blood glucose. Troubleshooting was performed and pump programming and function appeared to be normal. No additional details were provided.